Event description:
This patient is a participant in pro disc-l ide and experienced this event post approval. Patient status post pdl, l5-s1, was evaluated at six (6) weeks, six (6) months, twelve (12) months, eighteen (18) months, and twenty-four (24) months. At the twelve (12) month visit patient underwent a l5 right facetectomy for pain which was reported as an adverse event. Patient completed the twenty-four (24) months visit and completed the study in 2007. In 2009, patient presented to study surgeon for treatment of continued back pain. Patient underwent posterior segmental fusion with instrumentation, lf-s1, the following month. The pdl hardware was not removed. This is two of three reports for this event.

Manufacturer narrative:
Device remains in patient. Manufacture site and manufacture date cannot be determined without a lot number. Subject device was part of an ide. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with pro disc-l post-market experience. Pd has determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post ide study, as part of the us launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-l total disc replacement surgery.